Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will/was be reported on 0009613350-2017-00149.

Manufacturer narrative:
Information was received via journal article. Please see the article for reference. (B)(4).

Event description:
It was reported via journal article that the patient had poor hip scores recorded. Aaos score was iii, paprosky score 2c and harris hip score 65, 62 , 69at 1, 2 and 5 years respectively. No further information is available.